Event description:
The patient had a primary shoulder surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting pain due to dislocation between liner and glenosphere and the cause is unknown. The surgeon revised the glenosphere, baseplate, screws and insert. The surgery was completed successfully. On (B)(6) 2024 the patient came in reporting pain due to the baseplate dislodging from the glenoid. No bone graft used in the previous surgeries. The surgeon converted the patient to a reverse to a hemi. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 nov 2024: lot 2303315: (B)(4) items manufactured and released on 09-aug-2023. Expiration date: 2028-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: second revision 1 month after the first revision due to basplate dislodging from the glenoid. The surgeon converted the patient from a reverse to a hemi. The radiographic image shows the shoulder after the second revision and no image is present regarding the pre-op situation before the second revision. Therefore, it is not possible with the information at hand to determine the cause of the adverse event.